Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and software error detected alarm during high pressure test. The customer¿s blood glucose level was 278 mg/dl at the time of the incident. The customer also reported that they were unable to clear the alarm. The customer was assisted with troubleshooting. The customer using insulin pump within 48 hours of high blood glucose event. Customer experienced symptoms of high blood glucose level such as nausea. The device will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.